Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed no communication between pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-7715. Troubleshooting was performed for loss pf communication and the customer stated that the transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump, but the transmitter was not fully charged and customer was advised to fully charge transmitter. Troubleshooting performed for transmitter charging and the customer confirmed no damage to the charger battery spring or connector pins. The charger led light is flashing green and has not been used for more than 1 year. Explained charger was working as expected. Advised the transmitter was charging and the charger will turn off when the transmitter charge was complete. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-7715.